Event description:
It was observed that the right ventricular (rv) lead had several high thresholds during a device check after the patient visited the emergency department for a fall. The patient was seen by their physician and rv lead thresholds were determined to be within normal range. No further actions were taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.